Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead will be explanted on (B)(6) 2012 due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).